Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the implantable cardiac monitor (icm) exhibited an interrogation problem. After a delay, the requested data was obtained. No resolution was taken. There were no patient consequences.